Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the inflation of the 29 mm sapien 3 valve by tf approach, an important leakage was seen in the catheter at the level of the orange cone. A post dilatation was performed with good result and no consequence for the patient

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected for any abnormalities. A bend was present in the balloon shaft near the y-connector, likely due to return shipping of the device. The distal flex shaft had kinking and bunching approximately 1¿ from the flex tip. A leak was confirmed under balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to the y-connector. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. The work orders for the complaint device, and the components that affect the movement of the balloon shaft and y-connector did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review revealed no other complaints under the related work order for delivery system leakage. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from july 2015 to june 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of june 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceed the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. A CAPA has been opened to investigate and implement necessary corrective actions. The investigation did not reveal any evidence to support an edwards lifesciences manufacturing process contributed to the issue. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This implementation occurred after the complaint device was manufactured.